Event description:
It was reported to covidien that a customer had an issue with a hemodialysis catheter. The customer reports the arterial port tore off while in patient. The catheter needed to be pulled and replaced.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.